Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3 weeks post an rx wallstent permalume 10mm x 40mm stent placement in the distal common bile duct (cbd), the pt underwent a planned stricture revision procedure at which time the stent was removed. During removal, the physician noted hyperplasia. It was noted that the event was not serious, mild in severity, and "definitely related" to the device. No complications were noted during the procedure and the pt's current care is reported as "ongoing".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.